Manufacturer narrative:
The part and lot numbers are unknown; therefore the device history records could not be reviewed. No devices or photos were received; therefore the condition of the components is unknown. As the nature of the concern is crepitus, it is likely that the devices remain implanted. These devices are used for treatment. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. (B)(4). See journal article at the following location: (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that knee crepitus was noted in three patients in the posterior-stabilized group.